Manufacturer narrative:
(B)(4). The device (catalog# rc-05801) is not intended for sale in the us. Similar device/component sold in the us.

Event description:
It was reported that "arrow trauma line kit, used to place subclavian vein large bore vascular access. While using kit in prescribed manner, after only one or two passes of the needle into the soft tissue of the infra-clavicular area of the patient and without pressing on any underlying bony or firm structure the needle was felt to break off from the needle hub which was attached to the end of the syringe. Inspection revealed that the needle hub was fractured at the end of the syringe and the sharp length of the needle remained subcutaneously within the soft tissue of the patient.". Intervention: the device was removed by interventional radiology dept. Second trauma line inserted successfully in the same site.

Event description:
It was reported that "arrow trauma line kit, used to place subclavian vein large bore vascular access. While using kit in prescribed manner, after only one or two passes of the needle into the soft tissue of the infra-clavicular area of the patient and without pressing on any underlying bony or firm structure the needle was felt to break off from the needle hub which was attached to the end of the syringe. Inspection revealed that the needle hub was fractured at the end of the syringe and the sharp length of the needle remained subcutaneously within the soft tissue of the patient.". Intervention: the device was removed by interventional radiology dept. Second trauma line inserted successfully in the same site.

Manufacturer narrative:
(B)(4). The customer returned one needle cannula for evaluation. The needle hub was not returned. The needle cannula contained signs of use in the form of biological material. Visual examination of the returned needle cannula revealed adhesive residue on the proximal end of the cannula, indicating the introducer needle was properly assembled and secured. The needle bevel did not contain any defects or anomalies. The length and outer diameter of the needle cannula were measured and were found to be within specification. A device history record review was performed with no relevant findings. The customer report of an introducer needle separation was confirmed by complaint investigation. The returned needle cannula was separated and returned. The needle met all dimensional requirements and the proximal end of the cannula contained adhesive residue, indicating that the needle was properly assembled. A device history record review was performed with no relevant findings. The needle hub was not returned for investigation, so the probable cause of this event could not be determined based on the sample received. Teleflex will continue to monitor and trend for complaints of this nature.